Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the emergency drive would not spin clockwise as intended. No harm to any person has been reported.

Manufacturer narrative:
It was reported that the emergency drive would not spin clockwise as intended. The failure was found during routine checks. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. No parts were replaced, the magnet were re-positioned correctly. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the most probable root cause is that the magnets were not positioned correctly, possibly caused by fall damage. According to the instruction for use of the cardiohelp device (chapter "check before every application") the emergency drive must be checked before use. The review of the non-conformities has been performed on 2024-05-15 for the period of 2016-03-30 to 2024-04-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-03-30. Based on the results the reported failure "emergency drive not spinning as intended" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).